Manufacturer narrative:
Qn#(B)(4). The customer returned one 2-lumen PICC for analysis. The sample contained signs of use in the form of biological material and appeared to be intentionally trimmed. After the sample failed functional testing, the juncture hub was microscopically examined. The juncture hub contained purple coloring in the defective area of the juncture hub. A small hole was found adjacent to the base of the suture wing. The returned catheter body measured to be 407 mm which indicates at least 147 mm were trimmed and not returned per product drawing. The returned sample was functionally tested in accordance with the instructions-for-use (IFU) provided with this kit. The IFU instructs the user, "flush lumen(s) to completely clear blood from catheter." Both lumens were flushed using a water-filled lab inventory syringe. When the proximal lumen was flushed, water leaked from a small hole in the juncture hub. No leaks were detected when the distal lumen was flushed. A device history record review was performed and no relevant manufacturing issues were identified. The IFU provided with this kit warns the user, "do not secure, staple, and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The customer report of a juncture hub leak was confirmed by complaint investigation of the returned sample. The juncture hub contained a small hole, causing it to leak when the proximal lumen was flushed. A device history record review was performed with no relevant findings. Based on the condition of the sample received, manufacturing likely caused or contributed to this event. A non-conformance request has been initiated to further investigate this issue.

Event description:
PICC line inserted on (B)(6) 2021. On (B)(6) 2021, the line was found to be "fractured" on a chemotherapy patient. High dose methotrexate running through PICC at the time. No harm caused. Topical hydrocortisone was applied to external skin where methotrexate had been sitting against the skin prophylactically to prevent any skin damage. Hickman inserted the same day to allow treatment to continue as new PICC line was not appropriate.

Manufacturer narrative:
Qn (B)(4).

Event description:
PICC line inserted (B)(6) 2021. On (B)(6) 2021, the line was found to be "fractured" on a chemotherapy patient. High dose methotrexate running through PICC at the time. No harm caused. Topical hydrocortisone was applied to external skin where methotrexate had been sitting against the skin prophylactically to prevent any skin damage. Hickman inserted the same day to allow treatment to continue as new PICC line was not appropriate.